Event description:
Caller reported experiencing multiple alarms, including alarm 2 followed by alarm 26, due to occlusion events. As a result, the customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l) and was noted as "high" on the pump. To address the issue, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin.